Event description:
A sagittal saw attachment was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.